Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned, and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
It was reported that patient presented for a scheduled procedure with infection and swelling at incision site. The pacemaker pocket was open, and device was exposed. The pacemaker, right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead were explanted and replaced with new device and new leads. There were no patient consequences.